Event description:
The facility reported an intermate in which the luer broke off of the tubing. A small piece of plastic was visible at the end of the tubing. This condition has the potential to cause an interruption of delivery or breach the sterile pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4).evaluation summary:baxter received one unfilled sample for evaluation. Visual examination confirmed the reported condition and it was noted that actually the luer post had broken off of the distal luer. The root cause was determined to be stress from the packaging design. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. This issue was escalated to corrective and preventative action (CAPA).